Manufacturer narrative:
The product was returned for analysis and the reported complaint of broken haptic was confirmed. Lens was returned dried in solution other than the approved viscoelastic on the exterior surface of the device. Haptic damage and optic damage were observed. Results from the product history record review indicated the product met release criteria. Root cause: due to the smooth appearance optical damage and the presence of surgical solution other than the approved viscoelastic on the lens and in the device, the root cause is most likely related to a failure to follow the dfu. Due to the varying viscosities or viscoelastics, the use of an unapproved viscoelastic may result in lens delivery difficulty or lens damage including misfolding of the trailing haptic during delivery. The smooth edges of the optic damage is similar in appearance to having been cut. Due to the presence of solution and damage, we are unable to verify that the damage was present when opened. File indicated the use of an unapproved viscoelastic. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 08/04/2011 and 08/17/2011 by phone, fax, and mail. A completed quality questionnaire was received on 08/03/2011. A completed follow up questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was missing a haptic right out of the box. In a follow up, an operating room supervisor reported this event was discovered during surgery. The pt had a small descemet's tear from having to remove the lens. The surgeon reported the pt was recovering fine. An unapproved viscoelastic was reported to have been used during the surgical procedure. Additional info has been requested.